Manufacturer narrative:
The lot number for the device is not known. Therefore, a review of the device history records could not be performed. The complaint sample has been returned for evaluation and the investigation is currently underway. This application represents an off-label use for this device. Opti-last xt pta balloon dilatation catheters are not designed for use in the dilatation of metal stents. This file is the same pt as MFR report #2020394-2010-00191. Two mdrs are being submitted as two devices were involved in the event.

Event description:
It was reported that a pta balloon dilatation catheter became lodged within the 6f introducer sheath during withdrawal. Reportedly, the pta balloon was completely deflated under fluoro prior to removal. During withdrawal, the pta balloon became lodged within the sheath and both devices were removed simultaneously from the pt. Upon removal of the devices, another introducer sheath was placed in order to perform final angiography. No pt injury.